Manufacturer narrative:
The complaint states as the surgeon drove the threaded head pin in, it caused the silver ring to push downward and stripped the plastic around it. The trend of complaints related to the inversion of the bushing and the disassociation of a number of these bushings has led to the initiation of corrective and preventative action (B)(4) at depuy. As part of this CAPA the use of visual guides and 100% visual inspection have been implemented at the vendor to reduce the likelihood of inserting the pin bushings in the incorrect orientation in the future. It should also be noted that a field safety notice was issued in oct 2014 stating that users should visually inspect the devices to check that the bushings had been inserted correctly before use. The complaint shall be closed to CAPA and to manufacturing; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
As the surgeon drove the threaded head pin in, it caused the silver ring to push downward and stripped the plastic around it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.